Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305887. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, who determined that the identity of the foreign matter was fiber from one of our production lines. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot. CAPA 522112.

Event description:
It was reported that white, cotton-like foreign matter was found on the bd intima-ii¿ closed IV catheter system heparin cap while opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "it was found a white cotton flocculent foreign body on the heparin cap when opening the package, then the foreign body fell off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white, cotton-like foreign matter was found on the bd intima-ii¿ closed IV catheter system heparin cap while opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found a white cotton flocculent foreign body on the heparin cap when opening the package, then the foreign body fell off."